Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead got dislodged. The patient lost the rate response of the device and these symptoms brought the patient into the clinic. Dislodgement of the lead was then confirmed thru x-ray. The physician tried to reposition the lead, but was unable to do so due to scarring. This lead was then surgically abandoned and was replaced with a new lead. No additional adverse patient effects were reported.